Manufacturer narrative:
Additional information received stated that the physician relocated the patient's pocket to a more comfortable location. The patient had lost weight (not device related) and since has had difficulties charging. During the procedure, the physician chose to explant the ipg and re-implant the patient with a new ipg. Device malfunction was not suspected. The patient is reportedly doing well following the procedure. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient was experiencing discomfort at the ipg site and difficulties charging. A pocket revision has been recommended.

Event description:
A report was received that a patient was experiencing discomfort at the ipg site and difficulties charging. A pocket revision has been recommended.